Event description:
It was reported that the pacer dependent patient experienced 3 episodes of syncope and had complaints of breathlessness. The device stopped pacing for short periods of time when the patient moved their left arm. When the patient was admitted to the hospital, decreased high voltage lead impedance was noted. Clavicular crush was observed during explant. The lead was discarded after explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.